Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Follow up received from the customer on (B)(6) 2018 stated the live pin on the ac connector was broken.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿unit has broken pin in the ac connector socket. Follow up received from the customer on (B)(6) 2018 stated the live pin on the ac connector was broken.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.